Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 39 mg/dl. The infusion set was changed on the same day of the event. It was stated that the customer gave a correction for supper and the customer may have given too much insulin. Troubleshooting revealed that the time was correct and the reservoir was inserted correctly. Troubleshooting could not be completed during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.